Manufacturer narrative:
N/a.

Event description:
The following has been reported: syringe driver reported infusion was being delivered but no flow of propofol observed at cannula site. This was during induction with tiva and entropy so a simultaneous dose of remifentanil was being successfully delivered via another pump. Due to the vigilance of the anaesthetic team the fault was noticed in time to save the patient from any harm. Bolus dose of induction agent given via syringe. Faulty pump replaced and quarantined. Procedure continued as planned. Fault reported to (B)(4) and full diagnostic test requested before return to clinical use. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.